Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of sheath liner strand was unable to be confirmed due to the unavailability of the device return and no applicable imagery being provided. As such, available information suggests that procedural factors (valve caught on liner, device manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards canada affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the commander delivery system and valve would not advance at the white portion of the 16 fr esheath+, and the commander delivery system kinked proximal to the valve. The valve was observed to have moved up onto the commander delivery system balloon. It was decided to remove the devices and proceed with a new set of devices. Upon removal of the devices, a liner strand was observed on the esheath+. A new kit was used and the procedure was completed. There was no injury to the patient.

Manufacturer narrative:
Investigation is still ongoing.